Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus, migration') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure (batch no. D13377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping unilateral) (interpreted as hysterectomy- full, salpingectomy- unilateral). At the time of the report, the uterine perforation, systemic lupus erythematosus, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia and weight increased outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, back pain and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, systemic lupus erythematosus, urinary tract disorder, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6) 2016 , (B)(6) 2016. Patient receieved treatment for autoimmune disorder, perforation uterus. 3 trailing coils. On both side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: pfs received. Reporter's information added. Lot no. Added. Rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus, migration') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure (batch no. D13377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included leiomyoma nos, lupus erythematosus, dysfunctional uterine bleeding and polyp. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping unilateral) (interpreted as hysterectomy- full, salpingectomy- unilateral). At the time of the report, the uterine perforation, systemic lupus erythematosus, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia and weight increased outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, back pain and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, systemic lupus erythematosus, urinary tract disorder, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6) 2016, (B)(6) 2016. Patient received treatment for autoimmune disorder, perforation uterus. 3 trailing coils. On both side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus, migration') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping unilateral) (interpreted as hysterectomy- full, salpingectomy- unilateral). At the time of the report, the uterine perforation, systemic lupus erythematosus, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia and weight increased outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, back pain and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, systemic lupus erythematosus, urinary tract disorder, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6) 2016, (B)(6) 2016. Patient received treatment for autoimmune disorder, perforation uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added abdominal pain, pelvic pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), and autoimmune disorder, perforation: uterus, bladder/urinary problems: vaginal. Discharge, fatigue, hair loss weight gain, device monitoring procedure not performed. Event outcome added abdominal pain, pelvic pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.